Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had insufficient light conductivity. The issue occurred during set up. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber optic break and component failure of the light transmission component. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient light conductivity caused by a component failure of the light transmission component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.